Event description:
Provider states that the tilt actuator is making a grinding noise and does not go up or down. Provider stated that they recently replaced the drive tires and then received the call from the end user that both tires came off and he fell out of the chair and broke his leg. Dealer picked up chair and serviced it and found that the bolts on the drive tires seemed to be stripped from when they replaced the wheels.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.